Event description:
The report received indicated that during treatment of a lesion in the right coronary artery, the balloon failed to deflate. The intended procedure was stenting of a type a lesion in the proximal rca; as indicated, the balloon catheter was advanced without any problems into the right coronary artery and inflated to a nominal pressure of 8 atmospheres (atms) then after the first inflation, the balloon did not deflate. Consequently, the physician detached the in-deflator and tried to deflate the balloon with manual suction, via a 20ml syringe; however, the balloon still would not deflate. In view of the patient's ongoing chest pain, the physician then decided to remove the balloon via manual traction; the balloon came out with no other major resistance. However, when the balloon reached the aorta, the physician noticed that the balloon was still inflated; consequently, the physician removed the guide catheter and wire to the descending aorta. The physician opted to re-puncture the left groin and rewire the rca with a second system without problem. The balloon was left in the groin unattached from the in-deflator for approximately 10-15 minutes. When the physician re-screened the descending aorta; the balloon was deflated. The physician then simply removed the balloon via the right groin, the indeflator was changed and the procedure was completed via the left groin without complication. During the procedure, the patient experienced chest pain and st elevation; however was reported to be well and without any problems. After the device was removed from the patient, the balloon appeared baggy; there was no trauma, bending or kinking of the balloon shaft or the device. Further information indicated the contrast to saline ratio used during the procedure was 50 ml contrast to 20ml saline; the balloon was prepped by removing air with a syringe and then attaching the in-deflator before putting the in-deflator on negative.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.